Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 125 ohms. Boston scientific technical services discussed potential causes and recommended trouble shooting to determine an appropriate plan of action. The physician has elected to monitor the patient via the remote monitoring system. This rv lead remains in service at this time. No adverse patient effects were reported.